Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received attached to a har36 disposable. In addition, it was noted that the nose cone was cracked. The handpiece was forcibly removed from the har36 and the handpiece came apart. No functional testing could be done due to the condition of the returned device. No communication issues were observed with the handpiece when the cable was connected to the generator. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during a tlh procedure, a har36 and hp054 were not being recognized by a gen11. The har36 and the hp054 were also unable to be detached from each other. The procecure was completed using another har36 and hp054 hand piece and there were no patient consequences.